Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It as reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, when the stent was pulled out from the protective hoop, it was noted that the distal portion of the stent was unraveled and damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged and stretched over the distal end of the tip. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It as reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, when the stent was pulled out from the protective hoop, it was noted that the distal portion of the stent was unraveled and damaged. The procedure was completed with a different device. No patient complications were reported.